Event description:
On (B)(6)2023, (B)(6) employee of intuvie, received a call from (B)(6), patient of (B)(6) hospital, and the following support call notes were documented: pump screen is totally blank. Pump abruptly powered off on its own losing all infusion parameters. The only option when attempting to power it back up was new infusion. I had them power the pump back off, clamp the line, then instructed them to go into the clinic to have this taken care of. They told me to inform you they are on their way in now. No other details provided. Infusion took place at home. Patient involved. No patient harmed. Device to be returned. On 7/27/2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested.